Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device self discharged and the display showed horizontal lines with no clinical info. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was reported to zoll medical corporation. The reported malfunction of "device self discharged" was not replicated or confirmed. Review of the activity logs did not find evidence to support the reported event. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The reported malfunction of "display showed lines" was observed in still pictures provided by the customer. However, the malfunction could not be duplicated with the device. The lcd color display was replaced as a precaution. No trend is associated with reports of this type.